Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
Material no: 320122 batch no: 9079910. It was reported that during use of the bd ultra fine¿ pen needle the insulin does not flow. Consumer has to use 2 or 3 pen needles before she finds one that will work. The following information was provided by the initial reporter: during injection, insulin does not flow has to use 2 or 3 pen needles before she finds one that will work does not prime before use last time the incident occurred was: (B)(6) 2019, second pen needle worked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 320122, batch no: 9079910. It was reported that during use of the bd ultra fine¿ pen needle the insulin does not flow. Consumer has to use 2 or 3 pen needles before she finds one that will work. The following information was provided by the initial reporter: during injection, insulin does not flow has to use 2 or 3 pen needles before she finds one that will work does not prime before use last time the incident occurred was: (B)(6) 2019, second pen needle worked.